Event description:
To summarize this event, measurements of the ductus were made and a 5/4 amplatzer duct occluder (ado) was selected along with a 6f delivery system. The stability of the device was stressed with prograde and retrograde tension on the delivery cable. Immediately upon release from the delivery cable, the device took a vertical orientation and subsequently embolized into the proximal abdominal aorta. The device was successfully snared but could not be retracted all the way into the ductus or removed via the delivery sheath. The patient was sent to surgery for device removal and ductal ligation. Post-operatively, the patient was transported to the picu in stable condition without apparent intraoperative complications.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer duct occluder involved in this incident since it was not returned to us. Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this patient underwent an ado placement for a medium sized pda. Overall the procedure went well but after the device was released from the delivery cable, it embolized into the descending aorta. The device was pulled toward the pda using a balloon catheter and snared. It was maintained in that position while surgery was called. After a left thoracotomy, cross clamps were applied, the device was removed, the aorta was sewn and the pda was ligated. Post-operatively, there were no sequelae. Based on the angiograms, operative and catheterization report, this was an unusual pda with a high vertical orientation. The pda was parallel to the aorta in both ap and lateral views. This pda orientation is usually seen in adult patients. The ampulla was noted to be very small at 5.8mm maximum. The pda was also very curvaceous, initially vertical and then horizontal at its opening into the pulmonary artery (pa). The appropriate device size was chosen as evidenced by the mild constriction of the device waist after deployment. The retention disc was noted to be hanging into the aorta and although flow was not obstructed, the edge hung into the descending aorta even while the device was attached to the delivery cable. Since there may be a tendency for "re-positioning/re-orientation" of the device after it is released from the delivery cable, the retention disc would be expected to spring toward the aorta. Since the ampulla was small, the retention disc could not be pulled into the ampulla and hence hung into the aorta. The 5/4 ado is the shortest length device and only a part of it was positioned in the ductus. After the device was released, it embolized. According to aga's medical consultant, the device embolized due to the unusual, vertical pda, the small ampulla and an inadequate length of the device within the pda. Although the smallest size ado was needed based on the measurements, the length of the 5/4 ado did not accommodate the pda appropriately. Coils may have been the alternative for this type of pda. The risk of coarctation of the aorta, because of protrusion of the retention disc into the aorta, is high in such pda's.